Event description:
Note: the report pertains to second of two events that occurred during the same procedure. Refer to associated manufacturer report # 3005099803-2009-05872 for a description of the other event. It was reported to boston scientific corp that two trapezoid rx lithotripter compatible basket devices were used during an endoscopic retrograde cholangiopancreatography procedure performed in 2009. According to the complainant, during the procedure, the tips of two baskets were separated when trying to crush the stone. The tips were retrieved from the pt. The physician aborted the procedure since the stone was too large. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed.